Event description:
Customer said that "switch caught on fire. Burned bathrobe". Product was returned for investigation. Upon investigation, the inspector found that the pad and cord were both working properly, but the switch case was cracked. It appears the cord was being twisted, causing tension on the strain relief, causing the case to eventually crack. IFU states "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." There were clear signs of the patient using the product still after the case had cracked. There was also no evidence of the switch catching on fire such as melted wires, broken bulb, etc.